Event description:
On 11/19/98 a bhcg run on auto dilution resulted a value of 7000mlu/ml. Result was questioned by physician. A second sample was drawn and run with a result of 19,383mlu/ml. The original sample was retested with results of 19,191mlu/ml and 19,000mlu/ml. No treatment was given to patient due to low result, no report of injury to patient.